Event description:
The customer reported via phone call that they received a no delivery alarm during a basal delivery. The customer's blood glucose was 484 mg/dl. Customer did not treat for their blood glucose at the time of the call. Troubleshooting found insulin was unable to exit during a fixed prime. It was also found insulin was able to exit with a manual prime. The customer was advised their insulin pump was working as designed. Customer was also advised their reservoir/infusion set may be occluded. The customer declined to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.